Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. It was not determined what had caused this low amplitude. Other lead measurements were normal. This rv lead was explanted. No additional adverse patient effects were reported.